Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: (B)(6) 2022: 81-year-old male patient underwent thoracic endovascular aortic repair (tevar). Tevar was performed on a descending thoracic aneurysm (near th6-th9) using zta-p-34-113-w1 (e4197187) and zta-de-34-112-w1 (e4259250). In this case, the procedure was extended with a 112mm extension, with the understanding that 113mm was insufficient, in order to shorten the treatment length. (B)(6) 2026: after placing zta-pt-42-38-173-w1 (e4479878, this complaint) in endoleak treatment, a 5f 110cm pigtail catheter was used via the zta delivery system for angiography. Due to the length of the pigtail, it was unable to reach the center of the zta-pt-42-38-173-w1. When attempting to advance the sheath slightly, it caught on the distal structure of the zta-pt-42-38-173-w1. Fluoroscopy revealed that the structure of the distal stent was tilted. A zta-de-38-94-w1 (e4782543) was added to correct the structure. An angiogram confirmed no delayed blood flow and the procedure was completed. Patient outcome: a zta-de-38-94-w1 (e4782543) was added to correct the structure. The patient was recovered.